Manufacturer narrative:
Device evaluated by the manufacturer. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied. Liquid was observed to be leaking from a balloon pinhole beginning approximately 3 mm proximal of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. A visual and microscopic examination found no issues with the marker bands of the device that could have contributed to the complaint event. A visual and tactile examination identified multiple hypotube kinks the tip section of the device was visually and microscopically examined, and no issues were noted that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16jul2019. It was reported that the balloon could not cross the lesion. The 90% stenosed, 9.5 mm x 3.0 mm target lesion was located in a moderately tortuous and moderately calcified left circumflex artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, the balloon was unable to cross the lesion. The procedure was completed with another of the same device. No complications reported and the patient was stable. However, device analysis revealed a balloon pinhole.